Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function and noise on lead. A spectranetics lead locking device (lld) was inserted into the lead (along with a cook medical bulldog lead extender and suture) to provide traction. Due to dense scar tissue, multiple spectranetics devices (14f glidelight laser sheath, 16f glidelight, large visisheath dilator sheath) were in use to attempt advancement down the vasculature. While attempting to progress around the bend of the superior vena cava (svc), the 16f glidelight and visisheath were in use. In this location, the glidelight''s power was dialed down from 80 hz (default) to 40 hz, due to concerns that the rv lead was adhered tightly to the svc wall, and less power may prevent injury to the area. Some advancement was made, but progress stalled just past the innominate/svc junction, and the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon, bypass, and sternotomy. A small svc perforation was discovered in the region of the stalled progress and repair was completed. The rv lead was extracted and the patient survived the procedure. The physician noted it appeared that the rv lead''s proximal coil had grown into the svc''s vessel wall, preventing advancement of the 16f glidelight during the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.